Event description:
It was reported that stated that the #1 key on the keypad sticks and enters multiple entries. No patient injury was reported.

Manufacturer narrative:
(B)(4). During baxter's evaluation of the device it was determined that the following keys are inoperable: (.) Key, #5, #6, #7, #8 and the #9 key. This is caused by a failed keypad. When attempting to navigate through care area/ drug selection, and attempting to input desired parameters the following was observed: when any of the remaining functional keys are pressed an automatic output of the (.) Key will occur following the selected key's function (e.g. Numerically: when the #1 key is pressed, 1 (.) Will be displayed, alphabetically: when the "abc" key is pressed, the a will be displayed along with a second audio response without interfering with mdl drug searching opportunities). The failed keypad was replaced. Baxter has initiated a CAPA to further investigate the reported event.